Event description:
Boston scientific received information that, during a device replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) had a shock impedance measurement greater than 125 ohms. Several troubleshooting steps were taken, but the measurement was still out of range. The old device was reconnected and a high voltage shock impedance measurement was performed, resulting in a normal impedance measurement. After reconnecting the device, the impedance was again out of range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--